Event description:
Customer described two incidents where an opc-830 conserving regulator malfunctioned: a person was driving in a car while using oan opc-830 when sometime during the tip, the unit failed to work in conserve mode, but would function in continuous mode. The person was able to switch to another oxygen tank and drive back home under continuous mode. Another incident involved a pt using and opc-830 on a cruise ship. The unit failed to work in conserve mode, and the person had to go toe the ships doctor. Who was able to give them an additional supply of oxygen until the ship returned to port.